Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs confirmed the customer comment that the mobile programmer generated a diagnostic message indicating that a battery change was required prior to using analyzer and despite changing battery and restarting the analyzer session, it was not possible to restart the session. It was also determined on review of log files that a loss of bluetooth connection occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer generated a diagnostic message indicating that a battery change was necessary before using the analyzer. Despite performing the battery change and restarting the analyzer session, it was not possible to restart the session. Attempts to restart the host tablet were unsuccessful, and no analyzer session could be initiated. Performance data from the mobile programmer was received and it was determined at analysis that the mobile programmer experienced a loss of bluetooth connection. No patient complications have been reported as a result of this event.